Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was evaluated due to questions regarding possible t-wave oversensing (twos) and possible p-waves not being marked. Technical services (ts) reviewed available electrograms (egms) and determined that undersensing of p-waves suspected and regarding the twos, further review of stored events showed an atrial signal on the ventricular baseline that was not sensed and a subsequent large ventricular deflection with noise that may suggest oversensing. Ts recommended in-office lead evaluation with isometric maneuvers to further assess sensing behavior. No adverse patient effects were reported. The crt-p remains in service.